Event description:
End user reports that the cannula of syringe from lot number 53436 expiration date (B)(6) 2026 seem barbed and painful when inserting into skin. The end user does not have any syringes left for testing and there was just one barbed syringe in the box of 100 the end user reported.

Manufacturer narrative:
No device was returned for testing. Production records investigated for lot number 53436, the testing showed no indication of abnormalities or malfunction at time of production. Initial trend analysis for lot 53436 was conducted, no abnormalities were detected.